Manufacturer narrative:
"The event of system explant was reported to abbott. The patient experienced ineffective therapy due to migration of both leads. Surgical intervention was undertaken wherein the leads were explanted. It was noticed during surgery that one of lead had fractured. Additional surgical may take place to address the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."

Event description:
Related manufacturer reference number 3006705815-2023-06461. It was reported that patient experienced ineffective therapy due to migration of both leads. As a result, surgical intervention was undertaken wherein the leads were explanted. It was noticed during surgery that one of lead had fractured. Additional surgical may take place to address the issue. The investigation was unable to determine the lead that was fractured.

Manufacturer narrative:
B3-date of event is estimated.